Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the suture detached from the anchor on the 4.5 healix advance br w/ocord device after the anchor was inserted, placed and the shaft removed. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that suture detach from anchor. It was reported that during the surgery, after insert the anchor, removed the shaft, noted the suture detach from anchor. The complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the photo shows the suture detach from the device. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 8l45134, and no non conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause for the detached suture could be related a result of attempting to seat the anchor have resulted in detaching when inserting to the first thread and then tensioning may cause the detached suture; also, could be related to the handling of the device, when inserting through the bone, the suture could have rubbed with the bone internal walls. However, it cannot be conclusively affirmed. As per IFU-100191, insert the distal tip of the peek or br anchor into the bone hole while maintaining the same axial alignment. Rotate the inserter handle of the anchor in a clockwise direction until the laser line on the anchor inserter shaft is flush with the bone. Open the slide cover on the inserter handle and remove suture card. Remove inserter from anchor by pulling straight back on handle. Apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. Use the suture provided for soft tissue fixation. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.